Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) reported that a failure occurred on fill manifold during pre-delivery inspection. The replacement of the fill manifold was required to resolved the issue. The fse reported that the equipment was good after replacement and the iabp was cleared for clinical use.

Manufacturer narrative:
The national repair center (nrc) received the helium reservoir for failure investigation. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. Email ID of initial reporter: (B)(6).

Event description:
It was reported that during inspection of the cardiosave intra-aortic balloon pump (iabp) prior to delivery of the equipment; an all-manifold test was conducted and a fail occurred in the fill manifold test. There was no patient involvement and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h6(type of investigation, investigation findings, investigation conclusions),h10. Additional contact information: event site postal code:(B)(6). It was reported that during inspection of the cardiosave intra-aortic balloon pump (iabp) prior to delivery of the equipment; an all-manifold test was conducted and a fail occurred in the fill manifold test. There was no patient involvement and no adverse event was reported. A getinge field service engineer (fse) reported that a failure occurred on fill manifold during pre-delivery inspection. The replacement of the fill manifold was required to resolved the issue. The fse reported that the equipment was good after replacement and the iabp was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received a helium reservoir assembly. With a reported of a helium reservoir assembly failed the manifold test. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the helium reservoir assembly failed the manifold test. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the helium reservoir assembly in the failure analysis and testing department per procedure 0002-07-d008 rev ak. If further investigation is not required, the helium reservoir assembly shall be scrapped. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.